Event description:
Physician contacted technical solutions to report an issue with pump communication. After troubleshooting steps and asking if the physician could feel the raised refill septum, an x-ray was performed. The x-ray showed the pump stem on the other side than anticipated which led technical solutions o say the pump was flipped. Physician reported that the patient did not disclose any recent falls or injuries. Physician also notes that the implanting physician usually sutures the pump down upon implant. Physicians reports no patient symptoms.

Manufacturer narrative:
Pending follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. The cause of the issue was unknown. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: complaint (B)(4).

Event description:
Representative from the physician's office reported that the patient underwent a pump and catheter revision. Additional information was unable to be obtained.